Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. As reported by rep: "patient started complaining a few months ago about her hip feeling abnormal. X-rays revealed a problem with the femoral head and neck combination. The trunnion was worn off. The liner was basically worn away." The head partially came off the trunnion because of the wear.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed via evaluation of the provided photographs. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head and stem. Visual inspection of the photographs indicated that damage consistent with the loss of taper lock was observed on the head and stem. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history a review of the device history records could not be performed as lot code information was unknown. -complaint history review: a complaint history review could not be performed as lot code information was unknown. Conclusions: as reported by rep: "patient started complaining a few months ago about her hip feeling abnormal. X-rays revealed a problem with the femoral head and neck combination...the trunnion was worn off...the liner was basically worn away.' Visual inspection of the photographs indicated that damage consistent with the loss of taper lock was observed on the head and stem. Although the lot code was not provided, the device description of size and offset, the estimated date of implant and hazard/harm combination, suggests that the device is in scope of the lot specific voluntary recall pfa 1757583 which was initiated for the lfit v40 cocr heads.

Event description:
It was reported that the patient's right hip was revised. As reported by rep: "patient started complaining a few months ago about her hip feeling abnormal. X-rays revealed a problem with the femoral head and neck combination...the trunnion was worn off...the liner was basically worn away..." The head partially came off the trunnion because of the wear.